Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 21-jul-2025, the user reported difficulty attaching multiple luer adapters to the insulin cartridges during a supply change. The issue was resolved by using supplies from a different lot, and insulin delivery resumed. No adverse effects were reported.